Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a pump was self rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: one unexplained pump reboot event was observed in the black box on (B)(4) 2014. No physical damage was observed to the battery compartment or the retuned battery cap. The returned battery cap fully attached to the pump. A 24 hour duration test was completed using the returned battery cap. No power issues were duplicated during the test. The returned battery cap's contact measurements were within specifications. There was no evidence of internal moisture or damage to the printed circuit board. The complaint was verified in the black box but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).